Event description:
It was reported that the procedure performed was to treat a de novo, heavily calcified, moderately tortuous mid left anterior descending coronary artery that is 90% stenosed. During advancement of the 2.00x15mm mini trek rx balloon dilatation catheter, resistance was met due to anatomy and difficulty noted crossing the lesion. Once at the lesion, the balloon ruptured at 12 atmospheres during the initial inflation. An unspecified device was used for dilation followed by optical coherence tomography of the vessel. A 2.5x10mm intravascular lithotripsy device was used and an unspecified 2.75x15mm stent was deployed to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the heavily calcified and moderately tortuous anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.